Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not power up with battery power. After reseating the battery the unit functioned normally. Complainant indicated that there was no patient involvement in the reported malfunction.